Event description:
It was reported that the lead was attempted but not implanted due to high impedance and high thresholds in all positions tested. The lead was replaced and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. There were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters. (B)(4).